Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a cut found in the outer coating of the black power lead with no noted exposed wires and internal lumen exposed. An echocardiogram was completed and the patient was switched to the backup controller.

Manufacturer narrative:
Section d6a: date of implant inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of ¿cut found in outer coating of black power lead¿ was confirmed with the returned system controller (serial # (B)(6)). Visual inspection revealed cuts/tears on the outer jacket of the black power cable approximately 5 inches from the housing end. The teflon layer was visible with no exposed underlying wires. The returned system controller was functionally tested using laboratory equipment and no functional issue was identified that could be correlated to the damage. A root cause of the cuts/tears was not determined during the evaluation. Device history record indicated the device was manufactured in accordance with mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 16sep2021. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Also informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Also, in this section, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 6, entitled ¿caring for the equipment¿, addresses the cleaning and caring for the equipment that include cautions regarding submersion of the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.